Manufacturer narrative:
(B)(4). Investigation summary: the instrument associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Territory (B)(4) reported that the screwdriver was broken while screwing in the screw. Added about 5 minutes to case because we had to get the broken piece out of the screw head. Additional information stated it was the tip of the screwdriver that broke off. The instrument associated with this report was not returned. A search of the complaint database found data was reviewed under the root cause investigation (B)(4). It was determined as a result of the investigation to conduct a preliminary risk assessment. (B)(4) was conducted in april 2015 and determined that there had been no increase in patient harm and that the severity and occurrence of the various failure modes resulted in broadly acceptable risks. However, because of the potential for various harms of higher severity, and to attempt to improve customer satisfaction, the fracture failures will be further investigated within a preventative CAPA (CAPA-(B)(4)) that was created on (B)(6) 2015. With no instrument returned and no more information, no root cause can be determined for this specific instrument. Based on the investigation, the need for corrective action is not indicated. Complaints will be monitored under post market surveillance sep (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the screwdriver was broken while screwing in the screw.